Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. It was noted that only an angiogram was taken before the procedure, no CT. The case was going as expected until attempting to open the left limb of the graft. The left limb would not deploy due to what is believed to be unseen calcium, so the physician elected to convert to an aui with a fem-fem bypass. The procedure concluded with the aneurysm excluded, however, the patient expired post procedure due to cardiac arrest.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the stent buckling of the main body was found to be anatomy related, due to the hostile iliac anatomy and the lack of any pre-procedure planning. The acute occlusion of the left iliac limb and proximal, and later, distal right common iliac artery rupture precipitated the need for additional endovascular and two open surgical procedures. The patient's co-morbidities likely contributed to the patient's inability to tolerate the hemorrhagic shock that ensued, and the inability to sustain spontaneous cardiovascular function status post aggressive cardiopulmonary resuscitation efforts. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.